Manufacturer narrative:
(B)(4). Device evaluation: one filled unit was received by baxter for evaluation containing no fluid in the bladder. Visual examination of the unit showed no signs of defect or abnormality. The unit was subsequently filled with water to its maximum volume. During and after fill, no evidence of leak or backflow was observed at the fillport. The unit performed as expected. Therefore, the reported condition of "backflow" could not be confirmed and an assignable root cause could not be identified. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor device was observed leaking at the fill port during filling. There was no patient involvement. No additinoal information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.